Event description:
It was reported that high out of range hv lead impedance and low r-wave sensing were observed on review of trends. Device and lead were explanted and replaced. The patient was fine.